Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument associated with this complaint and completed its investigation. The failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken main tube to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have the main tube broken where it meets to proximal clevis at the distal end and a piece measuring proximately 0.077¿ x 0.204¿ was not returned with the instrument. The root cause of the broken instrument main tube is typically attributed to mishandling/misuse. An additional observation not reported by site that is related to the primary failure was also identified. The fenestrated bipolar forceps instrument was found to have a dislodged proximal clevis at the distal end and the root cause of this failure is attributed mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps instrument (471205-17/k122108240100) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system sk1210. The alleged instrument had 1 use remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk1210. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken tip. The procedure was completed with no reported injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.